Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 912 mg/dl. Cause of high bg was not known. Customer went to the emergency room with high ketones that were determined to be life threatening by a healthcare provider and was subsequently admitted to the intensive care unit. Customer declined troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.